Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing symptoms consistent with an allergic reaction. The patient sought medical attention to her physicians and it was determined that the patient had sensitivity to gold sodium thiosulfate. It was unknown if any interventon was provided. No further information has been obtained despite good faith efforts.